Event description:
(B)(4). Severe pain throughout whole body. Burning of the skin and felt like my inside were on fire. Could not touch my skin it was so painful. Lower back pain. Sharp pain in my pelvic area. Tooth decay and breaking. Feel like I always have a fever. Very light headed. Bloodwork showed autoimmune disease. Within a year I was also diagnosed with fibromyalgia. Chronic fatigue. I have been sick with these side effects for 7 years.